Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was removed without pt injury. The surgeon decided to remove the lens because he was unable to position the lens due to the pt's anatomical eye structure. The model and lot numbers of the cartridge and injector were not provided by the facility.